Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the jaws of the medium-large clip applier were closed to clip in the cystic artery with a green hem-o-lok clip. When surgeon opened the jaws, the clip was stuck. The instrument was inspected prior to use and nothing out of the ordinary was observed. The vessel or tissue bundle was not greater that the specified diameter suggested in the instruction for use (IFU). There was no unexpected bleeding as a result of the failure. To resolve the issue the surgeon put a metal clip on the artery above to ensure sealing and the artery was cut. No images were available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.